Event description:
The patient experienced an infection. One of the leads were manufactured by st. Jude. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).